Event description:
It was reported that the customer experienced a blood glucose of 460 mg/dl, after he had treated for a low glucose reading and forgot to give himself a bolus to offset that correction. At the time of the report, the customer had experienced blood at the sensor insertion site and his most recent blood glucose was 168 mg/dl. He declined to troubleshoot for high and low blood glucose. Customer's blood glucose was at this point at 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis of enlite sensor, unable to confirm needle complaint due to customer return only sensor.